Event description:
The unit "will not cycle" and keeps "popping fuses". There was no patient harm reported and alarm information was not available. Repeated attempts for information and to obtain the unit have been unsuccessful at this time. When the unit is received for evaluation and additional information is obtained a follow-up report will be submitted.